Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the pacemaker was found in back-up vvi mode due to event queue overflow. Programming changes were made. There were no patient consequences reported.